Manufacturer narrative:
The insulin pump was received with up arrow button not responding due to corroded keypad traces. The pump was received with no scrolling numbers display anomaly. The pump was unable to verify failed battery test due to unresponsive button. The pump was received with cracked display window corner, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube, cracked reservoir tube window and missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had button error alarm and failed battery test alarm. The blood glucose at the time of the incident was 228 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.